Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H1 additional narrative: d10: date of concomitant therapy is september 4, 2023. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. G5 ¿ 510k: this report is for an unk - screws: spine/unknown lot. Part and lot numbers are unknown; UDI number is unknown. D2b: additional product code: d4: UDI: (01)gtin unavailable, product made prior to gtin compliance date d6b: part of the screw remained in the patient¿s bone; device not considered explanted. D9: complainant part is expected to be returned for manufacturer review/investigation but has yet to be received. D9: complainant part is not expected to be returned for manufacturer review/investigation. H6: the product was not returned to depuy synthes, however photos were provided for review. The photo investigation revealed that the shaft of the 03.037.028, 5mm hex flexible screwdriver is broken. The observed condition of the device was consistent with a random component failure that may have been caused by exposure to unintended forces. The overall complaint was confirmed as the observed condition of the 03.037.028, 5mm hex flexible screwdriver would contribute to the complained device issue. Based on the investigation findings, potential cause can be traced to unintended user error and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. H6: part:03.037.028, lot no: l234580, release to warehouse date: 09 jan,2017, manufacturing site: werk hagendorf. A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported on (B)(6) 2023, that during intra-op, when tightening the set screw to the tfna, the whole shaft broke off into the handle. There were no fragments generated. The procedure was completed successfully. There was no surgical delay. There were no patient consequences. Concomitant device reported: unk - nails: tfna (part# unknown; lot# unknown; quantity# unknown); and unk - screws: trauma (part# unknown; lot# unknown; quantity# unknown). This report is for one (1) 5mm hex flexible screwdriver. This is report 1 of 1 for complaint (B)(4).